Event description:
The reporter stated that a size 8fr suction catheter would not pass through the trach tube to allow suctioning. As a result the pt's airway became "blocked and he became gray and unresponsive. Artificial respirations were performed and the trach was exchanged for a new one from its package. Again, proper suction was unable to be achieved or airway established and further resuscitation attempts had to be performed. A third tracheotomy tube was inserted and a proper airway was finally established allowing oxygen to be administered, bagging, and transport to the ER."

Manufacturer narrative:
A total of four tubes were rec'd for evaluation -- one used (lot# 1024495) and three unused and still in their original packaging (lot # 1044009). No manufacturing issue was found with any of the four tubes rec'd. However; the disposable suction tubes received with the products would not fit through the ID of any of the tubes. The suction catheters measured between 9fr and 10fr, which was too large for the tubes used. An 8fr, which is half the ID, is recommended for use with 3.0mm trach tubes. The device history record was reviewed and was acceptable. Smiths was able to confirm the issue due to the suction catheters being too large to fit through the 3.0mm ID tube shaft. Review of the complaint database indicates this is the only reported issue for this product code in the last 12 months. No additional action is necessary at this time. Add'l lot # 1024495, add'l exp. Date 5/01/2011 and add'l device MFR date 5/2006.